Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Single reporter exemption #e2015028. The importer report number used for this report was generated from the importer registration number, current year, and sequential number that match the manufacturer report number. Device evaluation could not be performed because the device was not returned. Investigation of production records and adverse events data could not be performed because lot information was unavailable. Although the device investigation and lot history review could not be conducted, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. It was inferred that anatomical condition and/or wire manipulation technique most likely contributed to the reported perforation. Instructions for use (IFU) states: [warnings] do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] damage to a vessel, including possible vessel perforation.

Event description:
According to a case report titled "an alternative treatment strategy for large vessel coronary perforations" in catheter cardiovascular intervention (2018; 1-4), three suspicious asahi guide wires might have contributed to perforation occurred during a pci to treat a moderately tortuous, severely calcified cto in the mid rca. It was written as follows: "the rca cto had a blunt proximal cap and diffusely diseased distal vessel that was filling via an epicardial collateral from the circumflex artery (cx). It was severely calcified and moderately tortuous. We obtained access through the right radial and right femoral artery. The left main was engaged with a 6-fr 3.5 xb (cordis, fremont, ca) guide catheter and the rca with an 8-fr al 1 (medtronic, minneapolis, mn) guide catheter. Antegrade wire escalation was attempted by advancing a turnpike lp (teleflex, wayne, pa) microcatheter to the proximal cap and using a gaia 3rd (asahi intecc, nagoya, japan), followed by a confianza pro 12 (asahi intecc) guidewire. The confianza pro 12 wire appeared to enter the subintimal space and the turnpike lp was advanced slightly into the occlusion followed by insertion of a fielder xt (asahi intecc) guidewire for forming a knuckle. However, an orthogonal projection revealed that the turnpike lp was outside the vessel. The microcatheter was removed and an antegrade injection demonstrated an ellis class 3 perforation. A 2.5 mm balloon was advanced through the 8-fr al1 guide catheter and was inflated in the proximal rca stopping the pericardial bleeding. The patient remained hemodynamically stable. ... After stenting the perforation remained sealed. Intravascular ultrasound demonstrated stent underexpansion at the level of the perforation, hence multiple additional high-pressure balloon inflations were performed with a 3.0 mm noncompliant balloon. A small aorto-coronary dissection was visible and was treated by placing a 3.5×8 mm ostial stent that was postdilated with an ostial flash balloon. An excellent final angiographic result was achieved with sealing of the perforation. Echocardiography did not show a pericardial effusion. The patient remained hemodynamically stable and asymptomatic throughout the procedure and was discharged home the following day."